Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
Customer reported the split septum was leaking fluid while accessed with blunt cannula. There was no pt harm or medical intervention reported. Although requested, no additional pt or event details were provided by the customer.